Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. He01318) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, dyspareunia, menopausal symptoms, multigravida, parity 2 and abdominal pain. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), pruritus ("itching"), rash ("rashes") and eczema ("eczema"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial coronectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, pruritus, rash and eczema outcome was unknown. The reporter considered allergy to metals, eczema, genital haemorrhage, pelvic pain, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: bilateral essure devices in appropriate position, however there is subtle apparent contrast extension around the proximal portions of both devices. Additionally on the final image of the exam, there appears to be a very small amount of contrast extending from the distal portion of the right fallopian tube. The patient experienced significant discomfort during the exam. Consider short-term follow-up repeat study to reassess the essure devices and to ensure development of complete expected blockage of the tubes.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('device migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. He01318) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, dyspareunia, menopausal symptoms, multigravida, parity 2 and abdominal pain. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), pruritus ("itching"), rash ("rashes") and eczema ("eczema"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial coronectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, genital haemorrhage, allergy to metals, pruritus, rash and eczema outcome was unknown. The reporter considered allergy to metals, device dislocation, eczema, genital haemorrhage, pelvic pain, perforation, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2018: bilateral essure devices in appropriate position, however there is subtle apparent contrast extension around the proximal portions of both devices. Additionally on the final image of the exam, there appears to be a very small amount of contrast extending from the distal portion of the right fallopian tube. The patient experienced significant discomfort during the exam. Consider short-term follow-up repeat study to reassess the essure devices and to ensure development of complete expected blockage of the tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information was added. New event perforation, migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation'), device dislocation ('device migration') and pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. He01318), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: irregular periods, dyspareunia, menopausal symptoms, multigravida, parity 2 and abdominal pain. Previously administered products included, for an unreported indication: depo-provera. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), pruritus ("itching"), rash ("rashes") and eczema ("eczema"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial coronectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, genital haemorrhage, allergy to metals, pruritus, rash and eczema outcome was unknown. The reporter considered allergy to metals, device dislocation, eczema, genital haemorrhage, pelvic pain, perforation, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2018, bilateral essure devices in appropriate position. However, there is subtle apparent contrast extension around the proximal portions of both devices. Additionally, on the final image of the exam, there appears to be a very small amount of contrast extending from the distal portion of the right fallopian tube. The patient experienced significant discomfort during the exam. Consider short-term follow-up repeat study to reassess the essure devices. And to ensure development of complete expected blockage of the tubes. Batch no: he01318, production date: 2017-03-27, expiration date: 2020-03-28. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. He01318) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, dyspareunia, menopausal symptoms, multigravida, parity 2 and abdominal pain. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), pruritus ("itching"), rash ("rashes") and eczema ("eczema"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial cornuectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, pruritus, rash and eczema outcome was unknown. The reporter considered allergy to metals, eczema, genital haemorrhage, pelvic pain, pruritus and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: bilateral essure devices in appropriate position, however there is subtle apparent contrast extension around the proximal portions of both devices. Additionally on the final image of the exam, there appears to be a very small amount of contrast extending from the distal portion of the right fallopian tube. The patient experienced significant discomfort during the exam. Consider short-term follow-up repeat study to reassess the essure devices and to ensure development of complete expected blockage of the tubes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.